Manufacturer narrative:
Per tandem's pump user guide: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. The customer loaded a new cartridge to resolve the issue. Additionally, a minimum fill notification occurred while the cartridge was filled with 100-130 units of insulin. The customer added insulin to the cartridge and reloaded it successfully to resolve the issue. Additionally, an occlusion alarm occurred. Reportedly, the customer uses fiasp insulin within the cartridge. Tandem technical support educated customer on cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the event. Customer's blood glucose level ranged between 176-240mg/dl.